Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the time of implant electrophysiological signals of both sides were good. When the physician implanted the lead in the left side, the symptoms did not release. There was no reaction when the voltage was turned up to 7.0 v. The doctor attempted to change the target point and connect, but failed. The doctor changed the lead, and symptoms released.